Event description:
It was reported that the device intermittently powers itself off and back on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). The device will not be returned to physio-control for eval. After several f/u attempts with the customer, physio was unable to confirm if this particular device was either repaired or removed from service. The root cause of the reported failure cannot be determined at this time.